Event description:
Procedure: dilatation and curettage hysteroscopy, and balloon ablation.balloon primed and tested before the case. The balloon was noted to have a hole in it. The balloon was removed from the field and another was used with no further problems.